Manufacturer narrative:
E1 - initial reporter phone: (B)(6).

Event description:
It was reported that stent elongation occurred, requiring placement of another stent. The 90% stenosed target lesion was located in the mildly tortuous and mildly calcified carotid artery. A 10x37,5.9f,135cm carotid wallstent was selected for treatment. However, during the procedure, stent elongation was noted through angiographic image. The stent was fully expanded and implanted, and the procedure was completed with another of the same device. There were no patient complications as a result of this event, and the patient was in good condition post-procedure.

Event description:
It was reported that stent elongation occurred, requiring placement of another stent. The 90% stenosed target lesion was located in the mildly tortuous and mildly calcified carotid artery. A 10x37,5.9f,135cm carotid wallstent was selected for treatment. However, during the procedure, stent elongation was noted through angiographic image. The stent was fully expanded and implanted, and the procedure was completed with another of the same device. There were no patient complications as a result of this event, and the patient was in good condition post-procedure.

Manufacturer narrative:
(B)(6). Investigation results: the device was discarded at the healthcare facility; therefore, product analysis could not be performed. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed that the content was sufficient and did not contribute to the reported event; therefore, no updates are required to the document at this time. Risk review: a risk review performed for the carotid wallstent device confirmed that the event of stent material deformation is a known event defined in the products risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific concludes the most probable root cause as adverse event related to patient condition. It was reported that stent elongation occurred, requiring placement of another stent. The event occurred due to the high degree of stenosis. The additional device was reported to have been required due to the procedural event experienced by the patient.